Manufacturer narrative:
MFR ref no: (B)(4). Baxter discovered the symptom of door not fully latched alarms during functionality testing that was performed on incoming receipt of the device. The condition of "door not fully latched" alarms occurred during the testing process. Due to the eval process of this device for the customer's original reported condition of an 'undetected upstream occlusion", which was previously reported under MFR report number 1314492-2014-35339, the device could not be evaluated to determine that cause of the "door not fully latched" alarms that occurred during functionality testing.

Event description:
During baxter's functionality testing , a spectrum pump had door not fully latched alarms. There was no pt involvement.